Event description:
While testing the forceps, the bipolar activation did not turn off. Another set of forceps were tested and the same incident had happened.

Manufacturer narrative:
The forceps in question were returned and evaluated by conmed's investigator. However, the reported malfunction could not be confirmed and the devices had performed according to specification.